Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the ilet bionic pancreas experienced recurrent low blood glucose values throughout the day, with readings as low as 60 mg/dl, after believing a device setting was inadvertently changed; clinical review did not identify a specific device setting change, and a factory reset was performed as part of troubleshooting and education. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates without need for assistance and without medical intervention or hospitalization. Investigation included review of use history, assessment of infusion sets, site selection, insulin supply, activity, and cgm site, along with clinical troubleshooting and a factory reset. Investigation of this case revealed no identifiable contributing factor and no device alerts or alarms. It was concluded that the cause of hypoglycemia was unclear and that user education and factory reset were completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.